Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was resistance when a 6/7f mynx control vascular closure device (vcd) was being introduced, and the balloon burst when it inflated. Another unknown mynx device was used and the procedure was completed. There was no reported patient injury, the device was used in a right femoral angioplasty. Additional information was requested but not provided. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, there was resistance when a 6/7f mynx control vascular closure device (vcd) was being introduced, and the balloon burst when it inflated. Another unknown mynx device was used and the procedure was completed. There was no reported patient injury, the device was used in a right femoral angioplasty. Additional information was requested but not provided. One non-sterile 6/7f mynx control vascular closure device was returned for investigation. Visual inspection showed that both button 1 and button 2 were not depressed. The stopcock was closed, and no syringe was returned for this evaluation. The sealant was present in the manufacturing position and fully covered by the sealant sleeves. A kinked condition was observed on the sealant sleeves. No catheter sheath introducer (csi) was returned. The balloon was deflated, and the core wire was present. The atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The slit length of the sealant sleeves was verified and noted to be within specification. An inflation/deflation functional analysis of the balloon was performed. The balloon inflated and deflated as expected, with no anomalies related to the reported event observed. In addition, an insertion/withdrawal functional analysis was performed using a 6f cordis's lab sample csi. The csi was inserted into the unit and subsequently withdrawn. No friction or resistance was perceived during this analysis. A review of the manufacturing documentation associated with lot f2425002 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿mynx control system resistance/friction with csi and balloon balloon loss of pressure¿ was not observed during analysis of the device. There was no resistance friction noted when the device was inserted/withdrawn through the lab sample csi. A kink was found on the sealant sleeve, however, this still did not cause any difficulties when testing with the csi. The balloon was successfully inflated with no leakage or burst noted. The exact cause for the issue reported could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, there was resistance when a 6/7f mynx control vascular closure device (vcd) was being introduced, and the balloon burst when it inflated. Another unknown mynx device was used and the procedure was completed. There was no reported patient injury, the device was used in a right femoral angioplasty. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2425002 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " mynx control system resistance/friction with csi and balloon loss of pressure" could not be evaluated. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is possible that the resistance experienced while advancing the device caused damage that led to the balloon rupture. Interference or friction between devices (including all catheters, wires, sheath introducers, balloon/sds catheters) whether between one or multiple manufacturers product lines is a known occurrence. If resistance is encountered the system should be withdrawn to prevent injury and damage to device components. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.